Event description:
Patient with diabetes called to report getting a line blocked alarm over the last two nights. Patient resolved with current cassette and infusion set several times before deciding to change cassette and infusion set this morning, which has resolved the issue. Confirmed alarms did not lead to uto. Advised if issue happens in the future, to start with changing site only if resolving with current supplies does not resolve the issue. There was patient involvement/no harm reported.

Manufacturer narrative:
A4 - weight: 135 b3: unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.